Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post implant, the patient reported the cardiac resynchronization therapy defibrillator (crt-d) started poking them in the side. The patient went to the emergency department (ed). They ¿checked it out, set it and everything was fine.¿ the patient further reported that afterwards in the middle of the night and early in the morning, it was doing it again but not near as drastically, just periodically. The crt-d remains in use. No further patient complications have been reported as a result of this event.